Event description:
It was reported that the lead safety switch of the pacemaker system was triggered due to right atrial (ra) pace impedance of less than 200 ohms. The programming was automatically changed from bipolar to unipolar which resulted in sensing of noise. The device was programmed to unipolar pacing and bipolar sensing. The ra lead remains in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).